Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states contacted biomérieux to report a misidentification of a enterococcus faecalis strain as granulicatella elegans in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. Investigational testing was performed using the specimen submitted by the customer. Vitek® 2 gp ID (customer lot and random lot): all gp ID cards tested gave excellent identifications of granulicatella elegans. Vitek® ms: excellent identification to the species enterococcus faecalis (99.9%). Api® 20 strep: low discrimination identification. Review of the granulicatella elegans data against expected reactions for enterococcus faecalis showed five atypical negative reactions (amy, aglu, dmal, novo, and dmne ) according to the gp knowledge base. An increased number of atypical negative results can indicate a strain with decreased viability or an atypical strain. The investigation concluded the submitted organism is an atypical strain.

Event description:
A customer from the united states reported to biomérieux a misidentification of an enterococcus faecalis blood culture isolate as granulicatella elegans in association with the vitek® 2 gp test kit. The customer reported the isolate was tested three times with vitek® 2 gp which gave the identical identification of granulicatella elegans (97%) each time. The customer sent the isolate to an external laboratory for susceptibility testing and the identification by maldi was enterococcus faecalis. The customer stated the blood culture was recovered from both the anaerobic and aerobic bottle. Customer states observing two morphologies on the plate. Customer stated the isolate was pyr positive and catalase negative. The customer reported that based on the identification, the patient medication was changed. The patient was put on gentamycin, ampicillin, and vancomycin. After the corrected result of e. Faecalis, the customer was taken off vancomycin and put on another unknown antibiotic. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.